Manufacturer narrative:
"The following devices were also listed in this report: triathlon ps fem component cemented; cat#: 5515-f-802; lot#: d9n3e. Tritanium bplate triathlon s7; cat#: 5536b700; lot#: ctd63918. Triathlon fix. Peg 2 per pk; cat#: 5575x000; lot#: l6d2j. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience." Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: right total knee. The revision today was secondary to infection. The original implants were removed, the joint was copiously washed out, and new implants were placed. The use of mako during the index surgery was not thought to have contributed to this complication. No further information available from the doctor or hospital.